Manufacturer narrative:
The device was received at the manufacturer for service and evaluation. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was the attachment was damaged. The device was scrapped.

Event description:
It was reported that the device overheated during testing by the manufacturer. This did not occur during any surgical or medical procedure, so there was no patient involvement and no adverse consequences reported.